Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient information requested, not available.

Event description:
It was reported to philips that there was no shock delivered during a cardioversion resuscitation. The device was in use on a patient. We are considering this to be a serious injury because treatment may have been interrupted during a life-threatening patient procedure. Additional details have been requested.

Event description:
It was reported to philips that there was no shock delivered during a cardioversion resuscitation. The device was in use on a patient. It was clarified by the customer that the procedure was a cardioversion for atrial fibrillation rhythm prior to a cath lab ablation. Another device was used to treat the patient. The device was in use on a patient and there was no adverse event to patient or user. This report has been updated from serious injury to non adverse event as additional information received clarified the procedure was not life-threatening.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Device is end of life (end of support).